Event description:
This unsolicited device case received from united states on (B)(6) 2014 from a patient. This case involves a (B)(6) year old male patient who developed rash on his hands up to his arms and feet, knee swelled up where he could not walk after receiving treatment with synvisc. The patient's medical history, past drugs, concomitant medications and concurrent conditions were not reported. On an unk date in (B)(6) 2014, (around three and half weeks ago), the patient initiated treatment with synvisc injection, at a dose of 02 ml, weekly (route, batch/lot number and expiration date: unk) into an unspecified knee for osteoarthritis. On unk dates in 2014, the patient's knee swelled up due to which he could not walk and developed rash on his hands up to his arms and feet. The patient stated that the rash on his hands, arms and feet was still ongoing and was receiving treatment with prednisone for it. Action taken: unk. Outcome: not recovered/ no resolved for all the events. A pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same. Seriousness criteria: intervention required for the event of rash of his hands up to his arms and feet.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2014: in this case the causal role of the suspect synvisc cannot be excluded for the occurrence of the event of rash on his hands up to his arms and feet, however, the lack of info regarding the concomitant medications used by the patient, the relevant medical history and concurrent conditions of the patient precludes the complete case assessment.